Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. During procedure, the balloon was inflated up to the vessel wall; however the balloon burst before reaching the normal pressure. The balloon was then removed itself as entire system from the patient's body. The procedure was completed with this device. No patient complications were reported and patient's status was stable.